Event description:
During routine testing of the device at the service center, the service tech reported that the front housing of the calibrator was broken. This calibrator was originally returned for repair of a calibration problem when the broken front housing was found. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.